Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg had no power, the main printed circuit board was contaminated and out of electrical specification. It was also identified that the hanger assembly was cracked, the upper case was cracked at boss. The lower case was broken. The display frame, five case screws and encoder assembly were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) has no power. The epg was returned for analysis. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.